Event description:
Complainant alleged that during biomed testing the device changed from paddle mode to pad mode or internal handle mode by twisting the multifunction cable. Complainant indicated that there was no pt involvement in the reported malfunction.